Event description:
Caller reported that the cartridge leaked insulin, occurring 32 times over the past four months. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer successfully changed the cartridge and resumed insulin therapy, and a replacement cartridge was issued by technical support.